Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not make a secure connection before beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a final bag broke free during peritoneal dialysis therapy. The patient stated that they did not connect the line all the way to the solution bag and did not notice this until the solution bag was leaking on the floor. The technical service representative advised the patient to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.